Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Additional information obtained from the facility indicated resistance was felt and reported while advancing balloon down the vessel, but the device was never stuck. The catheter and wire were removed separately. No additional intervention was performed. Additional information regarding the procedure was obtained from the facility's voluntary report: after diagnostic cath proceeded to ffr of the lad diagonal then proceeded on to intervention. The distal end of the wire was disconnected from the volcano adapter. They then went on to load a 2.25x12mm balloon on to the ffr wire which did seem a little bit difficult to advance the balloon, so it was removed and wiped off with heparanized saline. The tip of the balloon seemed bent so they got a new balloon device which seemed to load more easily, it was advanced and inflated in the vessel, removed, and another balloon was used which seemed to be a little difficult to load balloon device but it did load appropriately. Then a 2.5x16mm stent was advanced and deployed, the delivery system was also removed with no issue, both wires were also removed. Final pictures and guide catheter was removed. After sheath removal patient's bp dropped and his condition deteriorated and he became unconscious. Femoral access was gained to recheck the coronaries, all while patient started to improve, the physician was able to visualize what looked to be a small wire floating in the circ. It then became mobilized w/next injection which lodged it into the distal end of the left atrial branch of the circ. An echo was done and no effusion or dissection, cv surgery consulted initially as it was unclear what etology of symptoms were at time and wanted them on standby, but ended up not required. Patient recovered. After a thorough look and investigation of the ffr volcano wire it was determined that the distal [proximal] end of the wire (the end where devices are loaded onto) it looked like a piece of the wire was broke off and possible [a piece was introduced] into the patient via balloon. (1st balloon reported in device information not as defective but became defective due to the issue with the wire.) Implant or explant dates are not applicable to this device. (B)(4). The instructions for use (IFU) warns, "never advance, torque, or retract a pressure guide wire that meets significant resistance." The IFU also cautions, "the volcano pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time resistance is encountered, the wire should be withdrawn under fluoroscopic guidance." The IFU provides adequate instructions, thus, no user follow-up is needed. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported the physician plugged in the wire and was able to zero and normalize fine. The physician then went down the lad, did an ifr and ffr. The lad was not significant; backed out went in the diag, ifr only. They took luge wire down the lad then went in with a balloon down the pressure wire; wasn't aware that back end of wire was broken off. Balloon going down was sluggish. Balloon carried down vessel. The first sign of broken wire was in the cert. The physician continued to balloon and stent. After that the physician did not see a piece of wire anymore and scrubbed out. Then the patient's pressure started to drop and his EKG rhythm started to change. The physician scrubbed back in and looked at the vessel from floroscopy (floro). At this point there was no change in vessels. Took several floro views, then saw the broken piece in the s-a (sinoatrial) branch. The back end of the wire was missing, not the tip. Patient's condition was reported as stable and recovering in ccu. Current condition reported was patient still doing fine; recovered well. Intended procedure: lad no retrieval of wire will be attempted due to location, i.e.: distal end of s-a branch. This event is being reported because a piece of the device separated and remains in the patient.

Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Visual and microscopic inspection were performed on the returned device. The last 7 mm of the wire, including the locking core and a portion of the proximal conductive band, had broken off and was missing. The band was also bent at the break. Visual inspection was able to confirm the complaint of the broken wire. The probable cause of the observed failure was excessive bending force being applied to the locking core/proximal conductive band causing the conductive band to kink and eventually break at 7 mm from the proximal end of the wire. A proof load tester is used during production of the pressure guide wire to verify that the proximal locking core withstands minimum pull force requirements in accordance with manufacturer's specification. Additionally, pressure wire's product requires proximal locking core tensile strength of minimum pull. Manufacturer's instructions for use (IFU) indicates the pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed. The IFU also warns to not flex the proximal (electrical connector) end of the pressure guide wire when not inserted in the connector. Excessive flexing can damage or break the internal components.

Event description:
This event is being reported as the investigation has completed.